Event description:
Since the mesh was inserted transvaginally, I've been in pain and the pain is worsening. I have to take narcotic pain meds and had to put heat pad to relief some of the pain on a daily basis. I'm in bed about 20 hours a day. I look perfectly fine but feel horrible, I think about suicide constantly because I can't handle the pain anymore. I've had other health issues -fibromyalgia- but having the worsening pelvic pain is putting me on the edge.